Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and home screen did not appear on the display. Troubleshooting was done for moisture exposure. Customer reported that the insulin pump had water in the battery compartment. Customer reported that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received without the original battery cap. Unable to verify battery cap damage due to missing battery cap.